Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump alarmed an error and insulin was squirting out. The customer's blood glucose was unknown. The customer will use manual injection. The drive support cap was sticking out. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with protruded/loose drive support disk. The device also alarmed during the basic occlusion test due to protruded/loose drive support disk. The unit was received with cracked display window, cracked display window corners, cracked reservoir tube lip, and missing end cap sticker.